Event description:
It was reported that patient underwent hip procedure on an unknown date. Revision surgery was performed on (B)(4), 2012 due to subsidence. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown.this report filed (B)(4), 2012.